Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected battery out limit alarm noted. All buttons functioning properly. However, found corroded keypad traces. Pump received with broken reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump alarmed battery out limit. Customer reported when she was attempting to administer insulin and the buttons were unresponsive. She then took the battery out and when he reinserted it the device alarmed. Customer's blood glucose was 91 mg/dl. Troubleshooting for battery out initiated but due to the button anomaly troubleshooting was stitched to keypad anomaly. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.